Manufacturer narrative:
Additional information was provided for section d4 lot number.

Event description:
It was reported that during a procedure, post transseptal access the faradrive steerable sheath clear was positioned in the left atrium. When the mapping catheter was introduced, a rapid influx of air was notched from the hemostatic valve. Troubleshooting consisted of aspirating and flushing the sheath. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis. It was further reported that the mapping system used was a non-boston scientific mapping catheter. There were no abnormalities noted with the sheath at the time of preparation. The method of irrigation used was a non-boston scientific ablating pump and the flow rate was at 2ml/minutes. The bubbles were observed in the clear portion of the sheath shaft approximately 10cm-12cm of air collum. There was no air was seen in the left atrium of the patient or coming out the distal portion of the sheath. The air collum was seen extending below the skin line of the clear portion of the sheath only. At the time of the event, the position of the guidewire was at the distal tip of the catheter as indicated in the instructions for use (IFU). A merit inqwire rosen j tip guidewire was inserted into the sheath to make the exchange for a new faradrive sheath. This issue was also noted at the time of the exchange with just a guide wire inserted through the hemostatic valve. The sheath received for analysis.

Event description:
It was reported that during a procedure, post transseptal access the faradrive steerable sheath clear was positioned in the left atrium. When the mapping catheter was introduced, a rapid influx of air was notched from the hemostatic valve. Troubleshooting consisted of aspirating and flushing the sheath. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis. It was further reported that the mapping system used was a non-boston scientific mapping catheter. There were no abnormalities noted with the sheath at the time of preparation. The method of irrigation used was a non-boston scientific ablating pump and the flow rate was at 2ml/minutes. The bubbles were observed in the clear portion of the sheath shaft approximately 10cm-12cm of air collum. There was no air was seen in the left atrium of the patient or coming out the distal portion of the sheath. The air collum was seen extending below the skin line of the clear portion of the sheath only. At the time of the event, the position of the guidewire was at the distal tip of the catheter as indicated in the instructions for use (IFU). A merit inqwire rosen j tip guidewire was inserted into the sheath to make the exchange for a new faradrive sheath. This issue was also noted at the time of the exchange with just a guide wire inserted through the hemostatic valve. The sheath received for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The faradrive sheath was returned with its dilator still inserted; therefore, it was removed to proceed with further analysis. During preparation of the sheath for leak and aspiration performance testing, deionized water was injected into the flush lumen port to purge air out of the distal tip, discovered a significant leak from the hemostatic valve. Due to the severity of the leak, the device could not be completely flushed, and it was decided that further testing would not produce any conclusive results; therefore, no testing was performed. Inspection of the hemostatic valves found the two valves to be deformed towards the distal end of the sheath; the internal valve was severely deformed that it no longer reverts to its sealed position. Due to the deformity of the hemostatic valves, the sheath lost its ability to seal pressure and fluid within the device, resulting in the failure seen during preparation for testing. This defect is caused by the prolonged insertion of an accessory or device, in this case, the dilator was the cause as it was returned still inserted inside the sheath. This defect would have occurred during the transportation or storage of this device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, post transseptal access the faradrive steerable sheath clear was positioned in the left atrium. When the non-boston scientific mapping catheter was introduced, a rapid influx of air was notched from the hemostatic valve. Troubleshooting consisted of aspirating and flushing the sheath. The bubbles were observed in the clear portion of the sheath shaft approximately 10cm-12cm of air collum. There was no air was seen in the left atrium of the patient or coming out the distal portion of the sheath. The air collum was seen extending below the skin line of the clear portion of the sheath. There were no abnormalities noted with the sheath at the time of preparation. The method of irrigation used was a non-boston scientific ablating pump and the flow rate was at 2ml/minutes. At the time of the event, the position of the guidewire was at the distal tip of the catheter as indicated in the instructions for use (IFU). A merit inqwire rosen j tip guidewire was inserted into the sheath to make the exchange for a new faradrive sheath, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.